Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker underwent an unrelated procedure. While in post operative recovery, the patient's paced rate was observed to intermittently jump to apvp at 90-100 beats per minute (bpm) and then would resolve. Boston scientific technical services (ts) discussed potential interaction with the minute ventilation feature (mv) and recommended turning mv off until the patient comes off of monitoring.